Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having issues with reservoirs and were unable to draw the insulin in the reservoir. Troubleshooting was not completed at the time of call. The reservoirs will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir, performed pre-fill reservoir test. Found transfer guard¿s needle occluded. Evaluated one open/used reservoir. Performed pre-fill reservoir test. Found no occlusion anomaly during filling.